Event description:
Related manufacture reference number: 2017865-2024-34471. It was reported that the patient presented during clinical follow up. Interrogation noted that the atrial lead exhibited noise oversensing. During replacement procedure, it was noted that the right ventricular lead exhibited insulation damage. Both leads were explanted and replaced during (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of an insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation consistent with friction to another device at two locations at the distal region of the lead. The cause of the reported event was due to friction with another device.